Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating, and that the customer received a power source alert while using the tandem-provided usb cable. The customer's blood glucose was 100 mg/dl. The pump was able to be successfully charged with an alternate usb cable.